Event description:
The customer reported that the pump fluid shield was broken. Testing and investigation were performed and the pump alarmed for n56 (replace battery). The complaint was verified and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.